Manufacturer narrative:
Reported event of inappropriate reset was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device image indicated reset error occurred, consistent with time of event device having been dropped in the field. User manual states sterility, integrity, or function cannot be guaranteed upon device being dropped. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal. The backup operation could not be reproduced during analysis.

Manufacturer narrative:
Correction to update with DHR statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was noted during generator upgrade that the atrial lead had dislodged and was not capturing. This lead dislodgement was confirmed by imaging. The lead was explanted. The new implantable cardioverter defibrillator (ICD) that was intended as the replacement went into backup mode for an unknown reason. The device was not implanted and was successfully exchanged. Patient was stable throughout the procedure.